Event description:
The report stated that cco measurement was inaccurate during use. The catheter was inserted after the induction of anesthesia for bypass surgery and used with a cedv monitor. The blood pressure was decreasing while both cco and stat cco readings were 7l and those values did not change. The customer noticed the abnormality and shot a bolus co measurement, which was 3.5l. The co value was also checked by a device of other company for pulse co measurement and the reading was also 3.5l. The catheter position was reasoned to be correct by the length of catheter body inserted and central venous pressure (cvp) monitoring. No manipulation had been added to the heart by this stage. The transition of cco values during surgery was not reported. No problem was observed with the cedv monitor and 70-cc2 cable. There were no patient complications reported. The device was discarded at the hospital.

Manufacturer narrative:
The lot number was not provided; therefore, a device history record review could not be performed. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time.